Manufacturer narrative:
No request for manufacturers service. Customer repair own unit.

Event description:
The customer reported the ventilator failed pre-operational self testing of the pressure relief valve. The ventilator was not in use on a patient; therefore, there was no patient harm or involvement. The pse recommended the customer replace the crossover solenoid to address the reported problem. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.